Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during a spinal procedure involving the technical team encountered several issues. Initially, after breaking off the verify tab and loading the device onto the inserter, the device could not be collapsed. Multiple attempts were made to reconnect the inserter, and eventually, the lock screwdriver was used to loosen the locking mechanism, allowing the device to collapse and expand. During the expansion, a crunching sound was heard, and upon attempting final tightening, a grinding sound was noted. The device failed to maintain its expansion and was subsequently removed. There were no patient complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that patient had a prior emergency surgery at another facility due to losing motor and sensory functions. An emergency laminectomy was done to alleviate the pressure on the spinal cord and try to restore functions. The patient eventually now came with a kyphosis of the cervical spine and infection. A two level anterior cervical corpectomy (c4 and c5) was needed to remove the affected anatomy and placement of an expandable cage as well as a cervical plate and screws to support and correct the cervical spine in a more natural alignment. Initially, it was unknown whether it was the cage or the inserter that was the issue. When we opened a second identical set and tried the new set¿s inserter, the same issue occurred on the back table but when new set of same size cage was used with initial inserter, it functioned normally. Hence, there was no issue or malfunction associated with inserter.

Manufacturer narrative:
H3: product analysis of part# 436013d, lot# ca23f175 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Optical inspection revealed a few of the gears/teeth has been damaged and deformed. Functional inspection with a sample 13mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. The implant body set screw may have been locked down causing the teeth/gears to be stripped during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.